Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/20/2020. Additional information: h6. Additional h3 device evaluation summary photo: one photo was provided for analysis. Upon visual inspection of the picture, it was noted one labeled winding former and two needle-sutures of product code mpy3213, lot pam776; however, one of these needles appears to be damaged at the tip. No conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "end of the suture needle had snapped off" ? Please explain? Did the needle break? And where? Was there any patient consequence/ae outcome? Was the needle piece found and retrieved? Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this reported event /procedure ? Was procedure completed successfully?

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. While closing the skin incision at the end of the operation, the surgeon noticed that the end of the suture needle had snapped off. There were no adverse patient consequences reported.